Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 195 mg/dl at the time of the call. The customer was given shots and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer had unresponsive buttons on their pump so they were using manual injections to treat their blood glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to unresponsive pump buttons. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform the all functional tests, including the idle current measurement test, run current measurement test, self -test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat due to no button response. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, stained end cap sticker, stained back address label and minor scratched lcd window.